Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a recurring power error that was not resolved through previous troubleshooting. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Low battery alarm noted then power error alarm was triggered and noted in the download formatted history file. The power management graph was abnormal. After disconnecting and reconnecting the connector at printed circuit board, the unit was monitored and functioned properly. Then the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Unit was received with cracked retainer, minor scratched display window,fading serial number label and scratched case.